Event description:
(B)(4). I have had the essure implants for 5 years. My periods have changed so dramatically since, they are unbearable monthly. My moods, the bleeding, my zombie like tiredness and the cramping is unlike anything I had ever had in the 20 plus years of having normal periods before.